Event description:
The customer contact reported inaccurate delivery. The customer contact reported, "during normal operation user noticed that delivery accuracy is very strange. The pump in this case infused glucose to infant." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Age at time of event: infant. The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).